Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she struggled with blood glucose levels around 50 mg/dl. The customer is a bridle diabetic. The customer treated her low blood glucose level with food and glucose tablets. The device was not returned.